Event description:
It was reported that the video processor exhibited error code b30. This occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was likely caused because telecommunication could not be conducted normally due to failure of the receptacle unit. Olympus will continue to monitor field performance for this device.